Event description:
It was reported that the device displays inaccurate spo2 readings before use on a pt. No parameter values are available. The customer reported that there were no alarms or errors. There was no pt involvement.

Manufacturer narrative:
Attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.